Event description:
Technician alleged a bed in storage had no trendelenburg/rev trend functions. He replaced power supply board, and adjusted trend engage switch, and found a shorted wire on power limit cable. Account decided to scrap the bed.